Manufacturer narrative:
Siemens filed MDR 1219913-2016-00037 on january 29, 2016 reporting that a customer obtained a repeat (B)(6) with the advia centaur xp hepatitis b surface antigen (hbsag) assay. The result was not confirmed on an alternate method at a different site. The patient was previously (B)(6). Siemens requested the sample for testing. (B)(6) 2016 - investigation results: the sample that was received was tested with one lot of advia centaur hbsag reagent (lot 063186). The result is below: (B)(6). The limitations section of the advia centaur hbsag instructions for use states "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.13 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Manufacturer narrative:
The cause for the discordant advia centaur hbsag results is unknown. Siemens has requested from the sample for testing. The instrument is performing within specifications. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer obtained a repeat (B)(6) result with the advia centaur xp (B)(6) surface antigen ((B)(4)) assay. The result was not confirmed on an alternate method at a different site. The patient was previously non-reactive for (B)(4). There was a delay in reporting the patient result due to the discordant result until the result could be confirmed. The patient was not discharged from the hospital because the outpatient dialysis would not take him and required dialysis in-house.